Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "unsuccessful operation of exit a's control", the atrial output was not adjustable, the value stayed constant even while the adjustment knob was rotated. It was additionally noted that the upper and lower cases were damaged, the device was sticky, there were non-original screws used on the back side of the device, the bails and ring attachments were missing, it failed incoming testing and the battery contacts were contaminated. The main board was calibrated, affected parts were replaced, the device was cleaned and it then passed all tests with no visual or electrical anomalies.

Event description:
It was reported that there was an issue with the atrial connector of the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.